Event description:
While attempting to implant the extensions, the extension carrier (that comes with the tunneler) broke in the pt's neck and did not completely pass through the tunneled skin to the upper incision. The surgeon had a very difficulty time dislodging the carrier and extensions from the pt. The extensions ended up damaged. A new set of extensions were used and successfully passed. The pt was not injured or harmed. The surgery was completed without any further issues. The pt recovered without sequela.

Manufacturer narrative:
.